Event description:
Legal counsel for patient reported patient underwent a total knee arthroplasty on (B)(6), 2012. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6), 2014 due to an alleged fractured patella. A review of the invoice history confirmed the surgery dates and indicates all components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total knee arthroplasty on (B)(6) 2012. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2014 due to an alleged fractured patella. A review of the invoice history confirmed the surgery dates and indicates all components but the patella were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative reports noted patient underwent a right total knee arthroplasty on (B)(6) 2012 and a left total knee arthroplasty on (B)(6) 2012. Subsequently, patient underwent a left knee revision procedure on (B)(6), 2014 and a right knee revision procedure on (B)(6) 2014 due to osteonecrosis causing pain and tibial subsidence. All components were removed and replaced during the (B)(6) 2014 revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.